Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that they have moisture in the window of the insulin pump. Customer also states that there is fluid/moisture exposure. The blood glucose reading is 208 mg/dl. Nothing further reported.